Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, there was a loss of pnemoperitoneum when the valve was open and the seal was damaged. The surgical time was extended for more than 30 minutes. The device was replaced to complete the procedure. There was no patient injury.